Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, customer applied more pressure to the syringe plunger and continued to use the same cartridge for insulin therapy. Customer¿s blood glucose was 200 mg/dl.